Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a high reading issue with the adc device. The customer obtained a sensor reading of 201 mg/dl and experienced symptoms described as "difficulties in thinking and expressing, disorientation, loss of equilibrium," and seizure. The customer had contact with a healthcare professional who obtained a capillary result of 60 mg/dl on their meter and administered bread with butter and jam for treatment. There was no report of death or permanent injury associated with this event.